Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) due to the patient becoming incontinent during workouts. The physician suspected that the cuff was not tight enough on the urethra due to possible atrophy. A new aus was implanted and a trans corporal operation was performed. There were no patient complications reported.